Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy, on transection of the hepatic vein, the device did not fire. It was fine when the scrub tested the device before it served. But it did not fire when the surgeon tried to fire. So the scrub tried to fire after the issue and it worked. They used another product to complete the case. There was no patient injury.